Event description:
It was reported that the shaft broke and rotawire stuck in the burr catheter. Vascular access was obtained via right femoral artery. The 90% stenosed, 32mm x 3.00-3.50mm, concentric, de novo (progressive) target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon, 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that the balloon broke into two when advancing the balloon into the lesion. Subsequently, heavy resistance was encountered when advancing the burr and rotawire got stuck in the burr catheter. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Manufacturer narrative:
The wolverine coronary cutting balloon was returned for analysis without the hub. A visual examination identified that the balloon was returned in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received in two sections as a result of a break in the hypotube. The break was located at 98.2 cm proximal to the inflation lumen. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft.

Event description:
It was reported that the shaft broke and rotawire stuck in the burr catheter. Vascular access was obtained via right femoral artery. The 90% stenosed, 32mm x 3.00-3.50mm, concentric, de novo (progressive) target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon, 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that the balloon broke into two when advancing the balloon into the lesion. Subsequently, heavy resistance was encountered when advancing the burr and rotawire got stuck in the burr catheter. The procedure was completed with a different device. There were no complications reported and the patient is stable.